Event description:
The doctor reported the implant was removed due to loss of osseointegration approximately 3 years and 2 months after implant placement. The bone quality was type IV. The oral hygiene around implant site was poor. Local infection, bone resorption, and peri-implantitis were observed during the implant removal surgery. Bone augmentation material was used in implant placement surgery. The patient needs another surgical intervention.